Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. It was also reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.